Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not be conclusively determined through this evaluation. It was reported that on (B)(6) 2020, the patient developed major bleeding in the nose. The patient was readmitted from (B)(6) 2020. On (B)(6) 2020 the patient had between 8-16 units of red cell concentrate (rcc) transferred per 24 hours. A review of the patient¿s history revealed no previous related events. No product available for investigation. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section entitled ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also suggests increasing antiplatelet medications and decreasing heparin/warfarin to decrease the risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14jun2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020 the patient developed a nose bleed. The patient was admitted on (B)(6) 2020 and received red cell concentrate (rcc) transfusion on (B)(6) 2020. The patient received between 8 and 16 units of rccs over 24 hours, and was on warfarin and aspirin at the time of the event. The patient was discharged on (B)(6) 2020. The cause of the bleeding was considered to be complexities of medical management.